Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200-250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.